Event description:
Trial. It was reported that the patient experienced a stent thrombosis (st) and a series of myocardial infarctions beginning with post index procedure day 4. The index procedure treated the 1st diagonal. The patient presented with chest pain and nausea, and was subsequently enrolled in the trial. The physician placed a 2.5 x 24 mm taxus express2 stent. The patient received integrillin during the procedure (study drug). On day 5 while still at the hospital for the index procedure, the patient experienced nausea and chest pain. The ECG detected st elevation in v2-v6. An acute lateral wall mi was diagnosed and the patient underwent urgent angiography. During angiography, a stent thrombosis was also confirmed. Total occlusion of the 1st diagonal was noted. The patient underwent pci and the outcome was noted as resolved. On day 22, the patient experienced clinical signs and symptoms of an acute mi. The patient underwent pci and a nonstudy bare metal stent was placed (bsc liberte). In the opinion of the physician, there was a definite relationship between the mi and the study device. The event was resolved the same day. On day 33, the patient again presented with chest pain. The ECG detected st elevation in v4-v6. Pci was performed with no complications. The patient has been in stable condition since intervention, and the event was noted as resolved on the same day. In the opinion of the physician, the mi was probably related to the study device. Lesion characteristic information has been requested, but is unavailable at this point in time.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to determine how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch, namely top assembly batch #7808341 found that the device met its material, assembly and product specifications, at the time of release to distribution. No further corrective action is planned at this time. All relevant personnel have been notified of this complaint. We will however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. This particular batch # 7808341 has two other associated complaints. The root cause of the reported complaint cannot be conclusively determined.